Event description:
It was reported that a patient on peritoneal dialysis therapy noticed a fluid leak on the floor after therapy. The location of the leak was unknown. No injury or medical intervention was reported on the patient. No additional information is available.

Manufacturer narrative:
(B)(4). . A visual inspection was performed and found cracks on the side of the cassette without any signal of physical damage. Pressure tests were performed and leak was detected at the cracks location on the side of the cassette. It was determined that the product did not meet product specification. Should additional relevant information become available, a supplemental report will be submitted.